Manufacturer narrative:
This report is submitted on september 27, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the surgeon, during attempted insertion of the electrode array on (B)(6) 2017, the sheath allegedly broke off into the cochlea resulting in the decision to discontinue use of the device. The surgeon was able to successfully remove all fragments of sheath. The patient was successfully implanted with the backup cochlear implant. There is no report of patient injury associated with this event.

Manufacturer narrative:
Analysis of the returned device revealed that the device was rejected at the surgery due to unsuccessful insertion of the electrode lead. Aside from damage sustained during attempted implantation, no other anomalies were identified with the returned device.